Event description:
It was reported that the battery status of this implantable cardioverter defibrillator (ICD) device went from nine months remaining to elective replacement indicator (eri) in just a couple of months. Device data analysis revealed that this ICD was depleting in a manner consistent with the low voltage capacitor advisory. Subsequently, the patient underwent a replacement procedure, and this device was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.